Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. No adverse event resulted from the defective belt.

Event description:
During an investigation of an electrode belt for an unrelated issue, a reportable malfunction was found. The belt was unable to undergo incoming functional testing.